Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas 6000 e 601 module. The initial hcg+b result was <0.100 miu/ml, with a data flag. The initial sample was from an aliquot of the primary tube poured over into a false bottom tube (fbt). The customer was using the an appropriately programmed rack for fbts. The initial result was released outside of the laboratory, but was questioned since the patient was known to be pregnant. The initial fbt sample was rerun with a hcg+b result of >10000 miu/ml, with a data flag and was repeated diluted with a result of 30175 miu/ml. A second fbt sample was aliquoted from the primary tube and ran with hcg+b result of >10000 miu/ml, with a data flag and was repeated diluted with a result of 29938 miu/ml. The dilution factors were not provided. Rerun testing was performed on both the original cobas e601 and another cobas e601. The customer stated that the sample was clear and did not have any signs of clots or fibrin. The hcg+b reagent lot was 25919905 with an expiration date of (B)(6) 2018. A field engineering specialist determined that their might have been a bubble in the initial sample that could have caused the low results. He verified that the liquid level detection (lld) and the "probe" was properly adjusted. He also verified that the static fingers were in place. Customer patient samples were processed with no issues. He also noted that the laboratory humidity was low, 27%. Further investigation determined that there was no generic reagent issue. The customer was using rack adapters. It was determined that the centrifugation time was too short and could have led to poor sample quality. The alarms trace had multiple alarms for "sample duplication errors." The low humidity in the laboratory could cause lld issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated that they have not had any additional issues.